Event description:
Affiliate reported that the icp express box was reading fine for about 4-5 hours. The pt had an aneurysm, which had not been clipped. The icp reading then increased to 100 and then increased to 200 after one hour. The registrar on call thought the pt had re-bled and in these circumstances they would tell the family that the pt had died. Before they told the family they wanted to rescan the pt and they found it was not a physiological problem as there was no re-bleeding. The pt was eventually pronounced dead. Further tests are being done on the icp express box at a private facility in order to establish if it was a mechanical error or maybe human input.

Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation, a follow up report will be filed. This complaint is also being filed late. Codman us was just made aware of this incident in 2008. The affiliate rep has been made aware of the guidelines on how to report a complaint in a timely manner, which will help to minimize any late reports.